Manufacturer narrative:
Complaint conclusion:during the use of a 5f mynxgrip vascular closure device (vcd), the advancer tube seemed to be kinked which caused the device to not deploy properly and the advancer tube not to shuttle down properly. There was no reported patient injury. The device was opened in sterile field and was stored as per labeling. The type of procedure that the mynx vcd was used in was interventional peripheral procedure. The procedure used a retrograde approach. The deployer¿s mynx training status is trained and certified. The patient did not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used for a femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel had moderately tortuosity. The stick location was appropriate/standard. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The angle of access was 45 degrees. The patient¿s bmi is > 40kg/m2. The sealant was not stuck to device components. Hemostasis was achieved using a new mynx device. Excessive force was not used at any time during the procedure. The patient has recovered after the mynx event. Other additional procedural details were requested but were unknown. Th product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle. The sealant was found inside the shuttle cartridge with exposure to blood. The shuttle tubing was kinked near the end of the slit. The advancer tube remained inside the shuttle cartridge in manufactured position. The procedural sheath was retracted to the shuttle handle. Per functional analysis, the shuttle down procedure was simulated and the advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. A product history record (phr) review of lot f1932303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.the reported ¿sealant failure to deploy - advancer tube¿ was confirmed during analysis of the returned device due to the condition in which the unit was received for analysis. The reported ¿advancer tube kinked/bent¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported events. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
During the use of a 5f mynx grip vascular closure device (vcd), the advancer tube seemed to be kinked that caused the device to not deploy properly and the advancer tube not to shuttle down properly. There was no reported patient injury. The device was opened in sterile field and was stored as per labeling. The type of procedure that the mynx vcd was used in was interventional peripheral. The procedure used a retrograde approach. The deployer¿s mynx training status is trained and certified. The patient does not have any relevant medical history (e.g. Bleeding disorder, hypertension, obesity, previous surgical procedures, pvd, allergies, etc.). The femoral artery¿s suitability was verified via angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial. The device was used for a femoral artery. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The vessel as moderately tortuous. The stick location was appropriate/standard. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance/friction experienced as the mynx vcd was advanced through the sheath. The angle of access was 45 degrees. The patient¿s bmi is > 40kg/m2. The sealant was not stuck to device components. Hemostasis was achieved using a new mynx device. Excessive force was not used at any time during the procedure. The patient has recovered after the mynx event. Other additional procedural details were requested but were unknown. The device will be returned for evaluation.